Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: a "phlebotomist observed a damaged cap on the edta tube when it was removed from the tray."